Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyk0649 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. Device was discarded.

Event description:
It was reported by a contact at the hospital to sales representative that the nurse was threading the guidewire, and reported feeling soft resistance at the end of steel needle which was said to have indicated it wasn't fully in the intraluminal space. Nurse reportedly attempted to withdraw the guidewire and stated that it would not pull back out of the steel needle. Rather than risk sheering it off, rn stated that they allowed the needle and guidewire to move as one. They said that they withdrew to the point that the needle was outside the skin, but stated that the guidewire would not move any further. Nurse reported that it would not advance or retract. Patient was said to have been taken to fluoro and nurse reported that they saw what looked like a small alleged knot at end of guidewire. Doctor reportedly made a small incision and pulled it out. During removal, it was said that the knot appeared to release and the braiding of the tip was allegedly unwound. No patient injury reported.